Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized low readings. The customer's low readings caused the seizures. The customer experienced the low readings overnight but was not sure of the time period. The customer's current blood glucose was 428 mg/dl. The customer treated with novalog. The customer believed that the pump was over delivering. The customer was advised to monitor the pump and blood glucose. The customer was advised to contact health care provide regarding high and low readings.